Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level was 231 mg/dl at the time of incident. The customer¿s current blood glucose level was 231 mg/dl. The customer reported that the pump was not delivering insulin correctly. The customer¿s blood glucose level on the day of reporting was 272 mg/dl to 224 mg/dl to 421 mg/dl. The customer treated with 60 units of manual injection and then she went back to blood glucose 280 mg/dl. The customer had symptom related to high blood glucose: headache. The customer reported drive support cap was normal. The insulin pump will not be returned for analysis.